Event description:
Patient was taken off the hamilton ventilator placed on transport ventilator- tv100. The transport ventilator shut itself off when the patient was placed on (with full battery). The patient was immediately placed back on the hamilton ventilator and harm was avoided. Investigated by clinical engineering, escalating to the mfg for investigation. In the past, there was a software glitch where the company developed a software patch to fix. Manufacturer response for transport ventilator, tv100 travel (per site reporter).